Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a cable failure or charged coupled device (ccd) failure caused a communication failure that prevented images from being displayed. Estimated cause of the cable and charged coupled device (ccd) failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. As per the evaluation the image was not displayed due to cable failure and charged couple device failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer called olympus to book in scope and reported it with black image on screen while using camera head. During customer communication, customer reported image card broke. The issue was found during preparation for use for a therapeutic laparoscopic cholecystectomy (lap chole). The malfunction resulted in a 5 minute delay and the procedure was completed with a similar device. There was no report of patient harm associated with the event.